Event description:
The pt's device was reportedly extruding through the skin flap. 2002, the surgeon revised the area and repositioned the device. On november 21, 2002, the pt was seen by the surgeon for a postoperative evaluation.